Event description:
It was reported the endoscope channel blocked. The issue found after procedure. According to the report, the procedure finished (completed) as normal. No harm reported. No patient harm, no user injury reported . Device evaluation found the device nozzle clogged with a foreign material. This report is being submitted for nozzle clogged with foreign material (device reprocessing issue, handling issue).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the nozzle was clogged with foreign material. The device insertion part (distal end/ air/water channel noted clogged). This condition noted to be due to device reprocessing issue, handling issue ). The reported issue of "endoscope channel blocked" could be confirmed. Furthermore, the following defects were identified during device inspection: - insertion part - ccd-unit ¿ ccd cover lens ¿ chipped. - insertion part - distal end - lens glue (2x) ¿ chipped. - insertion part -ccd-unit -- ccd cover lens glue ¿ chipped. - insertion part - distal end - c-cover ¿ dent. - insertion part -a-rubber glue (bending section) ¿separated. - insertion part -bending tube ¿ shorten. - insertion part - connecting tube -- dent >max. Size of ns diameter. - universal cord ¿wrinkle. - control unit - angulation - less or specified value. - water contact / water removal failed. - air function/air flow (ml/min) failed. - water function/water flow (ml/min) failed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of what the material was could not be determined. Olympus will continue to monitor field performance for this device.